Event description:
It was reported that the patient presented to the clinic for routine follow-up, upon interrogation the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and normal function resumed. The device remained implanted and the patient would be monitored.